Event description:
A caller reported that the pump became hot to touch while it was charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level from this issue. The customer continued to use the pump for insulin therapy.